Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the tube did not work properly during a procedure. The hcp mentioned that it seemed that the balloon was loose. After 20 minutes, the tube started to obturate and the inner lumen was closed under pressure of the balloon. After 30 minutes, the tube was changed since the patient was not ventilated.

Manufacturer narrative:
(B)(6). Analysis found that in an as received condition the inflation assembly was cut off therefore the cuff was deflated, and there was no occlusion of the main tube inside diameter. The inflation assembly was likely cut off for handling purposes. A syringe was placed over the portion of the inflation assembly remaining, air was injected, and forceps were used to pinch the tube to prevent the air from escaping. Mild pressure was applied to the cuff and immediately the inside diameter delaminated blocking most of the airway path. The drawing requires that separation of the pvc layers (delamination) shall be less than or equal to 1.0mm (0.040¿). Using the 7.0mm inside diameter as reference, the delamination / separation of the pvc layer extended out from the surface by approximately 7mm which is out of specification. The approximate location / orientation of the occlusion on the inside diameter began under the cuff and proceeded distally ¼¿ beyond the cuff, and the peak was approximately centered about the inflation lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the distributor reported via a manufacturer representative that the event occurred during a thyroidectomy procedure. The case was completed after reintubation of the patient. There was no delay in the procedure.